Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The implant was torqued to 70 ncm. The clinician reported the patient's fistula, a sinus tract and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.